Manufacturer narrative:
Section b5 and h10. Sample ID lb16033 was documented incorrectly. The correct sample ID is lb106033. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Section b5 updated with two additional samples which generated discrepant results. No further patient information was provided. Section d11 updated list number to 1p30-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Refer to related manufacturer report number 3002809144-2019-00459 for the device evaluation of the architect ivancomycin assay.

Event description:
Additional false depressed results were provided: sample ID (B)(6): 2.04, 26.5 and 25.6 ug/ml. Sample ID (B)(6): 12.87, 2.18 and 12.74 ug/ml. No impact to patient management was reported.

Manufacturer narrative:
Field service inspected the architect (B)(4) and confirmed there was no evidence of leakage, all fittings were tightened, and preventative maintenance was performed to optimize the analyzer. Review of the service history for the architect (B)(4) did not identify contributing factors and there have been no subsequent tickets related to falsely depressed architect ivancomycin results. A review of tracking and trending data for the architect i1000sr analyzer in the product monitoring review for alinity/architect ia systems revealed no systemic issues or adverse trends related to the issue described in this complaint. The erratic result rate for the architect I-systems analyzers is within the expected limits with no trends identified. Manufacturing documentation for the analyzer was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i1000sr analyzer was identified.

Manufacturer narrative:
Patient identifiers: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Determined by automated decision tree. The customer observed false decreased architect I-vancomycin for 2 patient samples. The following patient data was provided: sample ID (B)(6): initial 1.92 ug/ml, repeats 14.28 and 14.30 ug/ml. Sample ID (B)(6): initial 2.63 ug/ml repeat 20.63 ug/ml. Sample ID (B)(6): ran in duplicate generated 1.85 and 19.06 ug/ml. Sample ID (B)(6): ran in duplicate generated 1.59 ug/ml and 17.66 ug/ml. No impact to patient management was reported.